Event description:
A general report for an unspecified number of undocumented incidents was received regarding the extension set spin collar being too stiff for one handed connection application despite working the collar beforehand and pulling back the spin collar prior to connecting to the patient, which results in the spin collars not getting tightened. Additionally, the male luer is reported to be much shorter than other tubing sets, making it difficult to seat in the female connection site. This has become an issue when patients are having a CT scan performed and the tubing becomes disconnected during high power injection of contrast because the extension set is not connected all the way. There has been no patient harm.

Manufacturer narrative:
Product was revised from mzxt5307 to mzxt5306, changes captured in d1, d4, and g.5.

Manufacturer narrative:
No product will be returned per customer. No investigation was performed.

Event description:
A general report for an unspecified number of undocumented incidents was received regarding the extension set spin collar being too stiff for one handed connection application despite working the collar beforehand and pulling back the spin collar prior to connecting to the patient, which results in the spin collars not getting tightened. Additionally, the male luer is reported to be much shorter than other tubing sets, making it difficult to seat in the female connection site. This has become an issue when patients are having a CT scan performed and the tubing becomes disconnected during high power injection of contrast because the extension set is not connected all the way. There has been no patient harm.